Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor was damaged and sensor metal was shorter than normal. Customer¿s blood glucose was 13.7 mmol/l. Customer stated that they had alert for calibration not accepted and sensor glucose value not available. Sensor will not be returned for analysis.